Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that three, percutaneous interventions (pci), have been performed. The last of the 3 procedures, occurring in (B)(6) 2015, an unspecified abbott stent was implanted behind the knee without reported issue. Two weeks later, right leg pain was experienced. An ultrasound displayed no blood flow distal from the implanted stent. The patient was informed that the abbott stent had broken. Additional information was obtained from the account that the stent had deformed due to the stents anatomical location. Another pci was performed placing an unspecified stent in the deformed abbott stent. The patient still continues to experience right leg pain and has a persistent right toe ulcer. There was no additional information provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot number were not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and subsequent patient effects could not be determined. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the reported patient effects of claudication and occlusion are known potential patient effects as listed in the supera instructions for use (IFU). Based on the information reviewed, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling.